Event description:
The customer contact reported the pt received more medication than intended. At an unspecified time, the device was programmed to deliver an unspecified concentration of nimodipine, at a rate of 10ml/hr, with a vtbi (volume to be infused) of 50ml for a duration of 5 hours, and the delivery was started. Approx 2 hours later, the nurse entered the pt's room and noted that the nimodipine container was empty. The device was removed from clinical service. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received on (B)(4) 2011. The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 20.5ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/- 1ml (+/-5%). Based on the data verified, hospira could not attribute the issue to the device. This report represents all the info known by the reporter upon query by hospira personnel.